Event description:
Hospital reports receiving high readings while testing a venous sample of a child, in the emergency room while the patient was in full cardiac arrest. Hospital personnel reported the patient received a meter reading of 444 mg/dl compared to laboratory results of 208 mg/dl and 204 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Hospital did not treat the patient based on the meter glucose result, as the hospital protocol is to perform laboratory testing if the meter result is over 400 mg/dl. The patient later passed away.